Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to implanting the device, it was noted that a posterior prolapse was present. One clip was successfully implanted, reducing mr to a grade of 2. On (B)(6) 2020, echocardiography showed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. No additional treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) appear to be due to challenging patient anatomy. Additionally, the reported mitral regurgitation (mr) was a cascading effect of the reported slda. The reported patient effect of mr, as listed in the the mitraclip instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na